Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2413 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there were sand holes with the body of the catheter and fluid leaks occurred. No other information was provided.